Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system monitor showing intermittent display. At times the monitor will boot-up normally and work properly, however, sometimes there is a noise followed by loss of display and the navigation system begins searching for input. Trouble-shooting the monitor and monitor cable did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was replaced on the system and after replacement the system was fully functional. Suspect monitor has not been returned to manufacturer for evaluation.